Event description:
It was reported that the compressor mini would not turn on. There was no patient involvement reported. (B)(4).

Manufacturer narrative:
Our investigation into this complaint has been finalized. Investigation on-site by our field service engineer concluded that there was no voltage output from the transformer. After the replacement of the transformer, the compressor started-up as expected and the device was returned back to clinical usage. Based on the information provided by the field service engineer and on our technical review of the information in the service manual of this product, our conclusion is that transformer was malfunctioning (no power output from the transformer). Our final conclusion on this matter is that the cause for the compressor unit not to start was an open circuit in the transformer.

Event description:
(B)(4).